Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the advanced failure analysis (afa) team. The initial findings were confirmed. The instrument was found to have a missing grip pin.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip pin missing from the grip set assembly at the distal end. The instrument was received with a missing grip pin, but the grip pin was not returned with the instrument. The grip pin approximately measures from .073" x .200". The common causes of the failure mode dislodged instrument grip pin are attributed to manufacturing. The complaint regarding a fragment falling from the instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the customer complaint of the fragment on the prograsp forceps, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The clinical development engineer (cde) could confirm from the video that the proximal end of the grip appeared to be dislodged and the distal pin appeared to be out of place. The images showed that the distal pin was completely separated from the instrument jaws. The cde stated that it was not possible to determine a root cause from the images and video alone and recommend the customer return the parts to intuitive surgical, inc. (Isi) for further investigation. The failure analysis engineer (fae) also reviewed the provided images and video. The fae stated that in the video it looked like the grip base and grip pin was dislodged. In the photos, the fae stated that it looked like the grip pin was removed from the instrument. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, a piece of the prograsp forceps fell to the ground during the incident. The piece was removed from the patient during the same case. The piece that fell was put to the side of the tool. There were eight lives left. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage. The customer reported that the laparoscopic forceps fragment was removed with an instrument. All of the parts had been retrieved and the customer had clarified that 1 piece had been dropped and taken. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The surgeon believed that the cause of the instrument break and the fragment falling issue was due to a manufacturing defect. The customer reported that this had occurred during the 11th use of the instrument. The surgeon was grasping the tissue at the anastomosis stage when the issue occurred. The surgeon did not notice any issues with the functionality of the instrument and the instrument did not collide with any other instruments or other hard material during the surgical procedure. The customer clarified that the piece fell off as the surgeon opened the mouth of the instrument. The instrument had not been removed prior to the breakage. Upon final removal of the instrument, the instrument wrist was straightened and there was no resistance upon removal of the instrument through the cannula. The cannula was checked and there was no cannula damage. There was no patient injury, and the patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No patient demographics available.